Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated there was a leak in the reservoir's o ring and they can smell insulin in the pump. Customer stated that the keypad was responsive. Self test was performed and failed. No harm requiring medical intervention was reported. The insulin pump was returned and reservoir is expected to return for analysis.